Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not yet been determined. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The video telescope was returned to olympus showing a green and blurred image. Furthemore, it was reported that the colours could not be changed. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Date returned to manufacturer; device manufacturer date; device evaluation: the suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of a green image and vertical stripes in the image. The green imaged was traced back to the r-unit, the stripes were caused by a defective cable assembly. Thus, the reported incident was attributed to component failure. The service center also found a the fiber composite of the optical fibers to be damaged and the high voltage test was not passed due to a hairline crack in the ceramic of the outer tube. These issues were most likely caused by improper handling and can thus be attributed to user error. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.